Event description:
Device malfunction: none. Symptoms/ae: dissection. Time of symptoms/ae: during the procedure. It was reported that after deployment of a xience v stent, a dissection was noted. A second xience v stent was used to treat the dissection. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B) (4): the stent remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.